Manufacturer narrative:
The returned catheter showed no signs of internal debris or occlusion. Water flowed easily through the entire length. There were no signs of damage. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided.

Event description:
It was reported that fluid was not flowing through the shunt well. During explant, it was noted that the distal end of the peritoneal catheter was covered with a large quantity of debris.